Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered. The product code was not provided.

Event description:
A customer from (B)(6) purchased a box of contour plus test strips containing two vials of 25 strips. When he tested himself on the contour plus using one of the vials, he received only results of lo. The strips were replaced by the country rep. The strips were received and tested at the country office. Strips from one bottle read lo using control, and e11 with blood. It was advised the strips be returned for further testing.

Manufacturer narrative:
Two bottles of strips were returned and tested. Bottle one gave lo and e11, indicating the strips were exposed to excessive temperature and humidity. The reagent area was noted to be an atypical grey color. Bottle two had a normal black reagent circle and the strips gave satisfactory performance. In house test strips gave satisfactory performance.